Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the patient stated they have had the communicator plugged in for about 3 days and the battery indicator light was flashing orange. It was also reported that the communicator was not charging. Patient stated they have tried other ac power cords/outlets. Agent sent request to repair to replace the communicator. Patient will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, : h3. Analysis found micro usb charge port is loose; failed battery charging bench test, and tm90 recharging circuitry is damaged (l3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.